Event description:
It was reported that this patient has received multiple different inappropriate shocks due to oversensing of atrial flutter, p-wave, and t-waves. The system was re-optimized and the same sensing vector was chosen. It was recently reported that this system was explanted due to these inappropriate shocks. No adverse events were reported. This supplemental report is being filed to provide device analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has received multiple different inappropriate shocks due to oversensing of atrial flutter, p-wave, and t-waves. The system was re-optimized and the same sensing vector was chosen. No adverse events were reported.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.

Event description:
This supplemental report is being filled to include device explant information.